Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction after less than 1 day of wearing the adc freestyle libre sensor. Customer further reported experiencing symptoms described as skin irritation, bruising, and "feeling like skin is burning", and having contact with a dermatologist who prescribed an unspecified cortisone cream or treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in device MFR date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction after less than 1 day of wearing the adc freestyle libre sensor. Customer further reported experiencing symptoms described as skin irritation, bruising, and "feeling like skin is burning", and having contact with a dermatologist who prescribed an unspecified cortisone cream or treatment. There was no report of death or permanent injury associated with this event.